Manufacturer narrative:
(B)(4). According to available information, the device was reprogrammed resolving the issue. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this left ventricular lead and cardiac resynchronization therapy defibrillator (crt-d) was hospitalized with worsening heart failure symptoms. Device interrogation revealed left ventricular pacing of twenty-six percent. In addition, it was noted left ventricular lead pacing inhibition due to oversensing new atrial fibrillation during the past few months. The left ventricular sensing was programmed off and lv pacing resumed. No further patient symptoms were reported.